Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is left middle finger extrusion pain? Please clarify what is meant by ¿extrusion.¿ did the patient come to the hospital with pain and bleeding? What was the diagnosis and indication for the procedure? Were there any adverse patient consequences? Any device being returned?

Event description:
It was reported that a patient underwent a trauma procedure on (B)(6) 2021 and suture was used. The patient was admitted due to left middle finger extrusion pain and wound bleeding for half an hour. After examination, the patient underwent debridement and suture in the operating room. At 11:20, when the suture was tied, the suture broke. The new suture was immediately replaced. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. MFR retained sample investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of (B)(4)and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. The following information was requested, but unavailable: hat is left middle finger extrusion pain? Please clarify what is meant by ¿extrusion¿¿¿ all answers above are unobtainable. Once there is any update, we will update the information. Did the patient come to the hospital with pain and bleeding? What was the diagnosis and indication for the procedure? Were there any adverse patient consequences? Any device being returned?